Event description:
It was reported "catheter too soft, kinks, does not last long". No patient injury or required medical intervention reported. Patient's condition was unknown at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with a general kit with finished good number sac-01220-x1a warns the user, "warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." A device history record review could not be performed since a lot number was not provided by the customer and a potential lot could not be identified from a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter too soft, kinks, does not last long". No patient injury or required medical intervention reported. Patient's condition was unknown at the time of this report.